Manufacturer narrative:
The customer reported that the AED would not power on. The AED maintenance activities were not reported but the batteries and pads are not expired. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED will not power on. The customer stated that they have changed the batteries several times. They did not report that this event occurred during patient use.